Event description:
It was reported that this 72 y/o female patient's left knee was revised approximately 3 years 2 months post op. Patient complained of pain. Loose femur and recalled poly. Patient was last known to be in stable condition following the event. Product not returning: chain of command. Due to recall hospital will not release.

Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): (B)(6) 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t.